Event description:
Additional information received reported that programming was performed. There was a continued poor clinical response due to erratic ins performance. Additional information indicated the patient did not require hospitalization due to this event. The patient outcome was no injury.

Event description:
It was reported that at implant, the lead was tested with alligator clips and there were no issues. The patient was admitted to the hospital from (B)(6) (date of implant) through (B)(6), to verify that therapy was working and was on 100% of the time. No issues were observed and the patient was sent home. When the patient arrived home, a loss of therapeutic effect (freezing) began occurring. Additional information received clarified the loss of effect occurred 72 hours after implant. Upon interrogation, there was nothing wrong with the system and no reason could be identified to explain the loss of efficacy. The patient was referred to a different clinic for further analysis and had an appointment scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report. Refer to manufacturer report# 3007566237-2012-00736 regarding the patient's other implanted activa sc. Refer to manufacturer report # 3004209178-2012-01782 and 3004209178-2012-01783 for events associated with the patient's previous bilateral soletra systems.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neurostimulator: model: activa sc, serial# unknown, implanted: (B)(6) 2012, explanted: unk; lead: model 3389s-40, lot# v713591, implanted: (B)(6) 2011, explanted. Lead: model 3389s-40, lot# v777090, implanted: (B)(6) 2012, explanted: na; extension: model: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; extension: model 7482a40, serial# (B)(4), implanted: (B)(6) 2011, explanted: na.